Manufacturer narrative:
The service engineer (se) replaced the speaker and user interface (ui) board. The se performed calibrations and extended self-testing on the device and all tests passed product analysis: a speaker and a user interface board (uib) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; functionality testing was performed. During testing the gui display failed to power on and the speaker failed est, graphic user interface (gui) alarm audio. An investigation was performed and the product analysis technician reported that the reported issue was confirmed; however no root cause could be determined. No root cause could be determined on the uib. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator failed the audible alarm portion of the est (extended self-test). The ventilator was not in use on a patient at the time the event occurred.